Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged pump error 38 and unresponsive keypad on event date 30-nov-2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Test p-cap locks properly into the reservoir compartment. Device successfully downloaded to thus. Motor was tested outside of the device and pump error 38 alarmed. No pump error 38 noted during testing, however, pump error 38 was present in the history/trace file on (B)(6). 2021 05:15:00.000. Keypad voltage test passed. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. Device received with no unresponsive keypad buttons. Keypad voltage test passed, all buttons function properly. Customer allegation for pump error 38 was confirmed in insulin pump download history, problem isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement retries to free a stuck motor failed error. Customer was assisted with clearing the alarm. Customer was not able to clear the alarm successfully. Customer stated that numbers were ramping and buttons were stuck. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.